Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient lost therapy. Troubleshooting revealed the ipg to be inoperable due to reaching end of service. As a result, surgical intervention was undertaken on (B)(6) 2019. Issue resolved.